Event description:
Complainant alleged that during a routine shift check by a clinician, the device's batteries' voltage depleted faster than specification. The batteries were replaced and the replacement batteries' voltage depleted faster than specification. Complainant indicated that there was no pt involvement in the reported malfunction.